Event description:
It was reported that the patient was expected to undergo a revision for the artificial urinary sphincter for unspecified reasons. Additional information received indicated the revision surgery was scheduled for (B)(6)2020 due to system malfunction.

Manufacturer narrative:
H3 device evaluation: the cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The balloon component was visually inspected, microscopically examined, tested for leaks, and functionally tested. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon passed functional testing. The pump component was visually inspected, microscopically examined, tested for leaks, and functionally tested. No damage or abnormality was noted, no leaks were identified in the pump component. The pump passed all functional tests. A product malfunction was not identified through analysis.

Event description:
It was reported that the patient was expected to undergo a revision for the artificial urinary sphincter for unspecified reasons. Additional information received indicated the revision surgery was scheduled for (B)(6) 2020 due to system malfunction. It was further reported the patient had the device replaced due to a suspected leaking tube.